Event description:
Device returned to manufacturer for analysis with report of "malfunctioning-6 months since implantation" stall confirmed with rotor test. Per hcp the pump never post implant and the pt was maintained on oral medication.the device had been examined per the rotor test and on the first test the results were inconclusive. The second test confirmed that there was no movement of the rotor. Hcp offered no explantation why the replacement of the device with a functioning device was delayed for so long.